Event description:
During a lung resection procedure, the device initially fired fine. Reploaded and the device locked up and would not fire. Pulled another like device to finish the procedure. There was no pt consequence.